Event description:
A malfunction alarm occurred, identified as malfunction code 12, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer initially did not have the pump charging pad and was assisted by technical support to reset the pump. The customer successfully resumed insulin therapy without further issues and was advised to contact support if problems recurred.